Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator's ventricular setscrew could not be tightened and noise was also noted. The device was not used.